Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient started that explant of the device resolved the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a staph infection and so they had to take out implanted system on (B)(6) 2018. The patient reported she had this strain of infection before somewhere else, several years ago prior to the implant. She stated the infection caused ins to erode to surface, and "was cause" her to feel sore. There were no further symptoms or complications reported or anticipated.